Event description:
Analysis of the device revealed that the delivery wire was broken. There was no patient complication.

Event description:
Analysis of the device revealed that the delivery wire was broken. There was no patient complication.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the firm coil of the delivery wire was broken. Information available indicated that the device was confirmed to be in good condition prior to use. It is probable that handling of the delivery wire portion during procedure may have resulted in the observed break. Therefore, a root cause of handling damage has been assigned to this investigation.